Event description:
It was reported that during bilateral tka, surgeon did the gap assessment and in first case, show that lateral side is very loose. Delay of around 15 minutes and no injuries involved.

Manufacturer narrative:
The device was used in the treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique for knee arthroplasty (500197 reva) provides instructions for implant and gap planning, bone cutting, system usage, and troubleshooting techniques. A review of the case screenshots confirmed that the medial side was tight in the pre-operative gap assessment. These gaps are based on the placement of the implant done in the planning screens. When placing the tibia implant, navio matches the component to the lateral side. In planning, because of the high varus deformity of the leg pre-op, only 0.5mm of bone was going to be removed. It was reported that the lateral side was loose after the case. The post-operative range could not be reviewed because the screenshots show that the trackers were moved or removed before the post-op gap assessment was completed. For a ps/bcs knee, the acl/pcl should be removed prior to registering and planning the knee and assessing gaps. If they are cut out after knee registration and gap assessment, this can cause more laxity in the joint than what was measured by the system. If the implant was planned with the pcl in place, and the pcl was removed during the cutting process, this can open the knee up around 2mm more in flexion. As shown in the screenshot, there was a 0 mm gap planned, but the resulting gap was 3 mm. It was also reported that the surgeon had tried to remove all osteophytes. If all of the osteophytes were not removed or if the osteophytes were removed after free collection, they could have also contributed to the looser gap. If the osteophytes are not fully removed before free collection, the bone model can appear larger than the patient¿s actual bone, and the pre-op gap assessment will show the resulting gaps to be tighter than they actually will be after cuts are made. As noted above, the pre-op gap assessment is based on the planned implant placement. Therefore, if there were still osteophytes on the bone during free collection & rom collection, that were later removed, then the extra osteophyte removal can cause the joint to loosen up. Based on the screenshots and the information provided, the system performed within expected parameters. In the future, we recommend ensuring that all osteophytes are removed and releases are done prior to collecting free collection. No containment or corrective actions are recommended at this time. Clinical/medical investigation found that registering prior to acl/pcl removal, inadvertent pcl removal during cuts, and/or inadequate osteophyte removal prior to free collection could have been possible contributing factors to the reported loosened lateral gap. Reportedly there were no injuries involved and only a minor (~15 minute) surgical delay. Although the patient impact beyond the reported loosened lateral gap could not definitively be determined, the possibility of lateral joint laxity possibly contributing to joint discomfort and/or accelerated component wear could not be ruled out. No further medical assessment can be rendered at this time. Should clinically relevant supporting documentation be provided, the medical investigation task may be re-evaluated.